Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed.performed voltage test and failed. Performed share log review and found transmitter 40lfd1 failed to pair within the investigation window.the complaint was confirmed because the transmitter failed to pair in the cloud data. .the reported event that pairing failed was confirmed. The root cause could not be determined.